Event description:
The facility's technician reported an infusion pump with an 812:00 failure code which occurred during patient use. The technician stated that there have been no reports of any patient incident involving the pump since the last baxter service event. It was stated that there was medication being infused at the time of the failure and a bag was being used, but no additional information was provided. Information was requested by baxter regarding whether or not there was a report of medical intervention or patient injury, pump programming and set-up information, tubing product code and lot number in use. Additional contact information was requested but not provided.